Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.¿

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 400 mg/dl. Customer attempted to correct the bg level with a correction bolus via the pump. Reportedly, the cartridge and infusion set had been in use for more than 72 hours with novolog insulin. Tandem technical support (cts) educated the customer on insulin labeling. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of the report with cts, customer was still admitted in the hospital but the issue had been resolved and there was no reported damage. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.